Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not removed.

Event description:
It was reported to nevro that the patient developed wound dehiscence at the battery pocket site. The ipg was relocated to a new pocket. The patient is recovering and there have been no reports of further complications regarding this event.